Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse observed aspirate probe number three (3) not aspirating appropriately. The fse replaced the aspirate probe and associated peri-pump tubing. All verification testing passed within published performance specifications. In conclusion, aspirate probe number three (3) was not aspirating properly which would lead to inefficient washing of the particles in the reaction vessels. The cause of the reported event is a hardware malfunction. (B)(4).

Event description:
The customer reported troponin I (access accutn+3), access thyroid-uptake, carcinoembryonic antigen (access cea), access ferritin and access vitamin b12 quality control (qc) out of the customer's established ranges on the access 2 immunoassay system serial number (B)(4). The customer did not obtain erroneous access accutn+3, access t-uptake, access cea, access ferritin or access vitamin b12 patient results. There was no report of patient injury or change in patient treatment associated with this event. Quality control (qc) for access accutn+3, access t-uptake, access cea, access ferritin and access vitamin b12 assays were recovering outside the laboratory's established limits. The customer obtained a failing system check. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument.